Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was observed that oversensing and loss of capture was observed on the atrial lead. The lead was replaced and the patient was in good condition post procedure.